Event description:
During a routine follow-up, an "exception 13" error message appeared while trying to interrogate the ICD. After various troubleshooting techniques were utilized, the device was interrogated successfully. The following day, the device had reset and the serial number had changed. The device was then re-programmed correctly, successfully interrogated and performed the follow-up with no problems; the device appeared to be functioning normally. However, on 12/10/1999, the local st. Jude medical rep was unable to initiate a capacitor maintenance. The residual voltage during the capacitor maintenance remained 0 volts and the charge time for the maintenance was n/a. The decision was made to replace the ICD.